Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-lumen PICC catheter for analysis. Clear signs of use were observed throughout the catheter body. Visual analysis of the catheter body revealed a cut near the "15" marking. Microscopic examination confirmed the damage and revealed a smooth, uniform cut into the body. The damage is consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, etc.). The hole in the catheter body measured 2.5mm from the juncture hub. The length of the catheter body from the juncture hub to the distal tip measured 170mm, which is within the specification limits of 157mm-177mm per catheter product drawing. The outer diameter of the catheter body measured 2.88mm, which is within the specification limits of 2.87mm-2.97mm per catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. Leaking was observed from the cut in the catheter body when the second medial extension line was flushed. This was expected due to the proximity of the second medial lumen to the hole in the catheter body. The complaint is confirmed due to the observed leaking from the hole in the catheter body. No other lumens experienced any leaking. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of a hole in the catheter body was confirmed through complaint investigation of the returned sample. Visual analysis of the catheter body revealed a cut near the "15" marking. Microscopic examination confirmed the damage and revealed a smooth, uniform cut into the body. The damage is consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements. When the catheter was flushed, leaking was observed out of this hole in the catheter body, which was anticipated based on the condition of the returned sample. Therefore, based on the investigation findings, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient developed slough and ulceration around the central venous line (cvl) insertion site. As a result, a decision was made to remove the line. Additionally, the patient developed skin necrosis, which appeared to worsen over time. Upon removal of the cvl, a clear proximal hole was observed, which caused the medial two ports of the cvl to clot, leading to ongoing extravasation of the infusion. The condition of the patient is improving.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed slough and ulceration around the central venous line (cvl) insertion site. As a result, a decision was made to remove the line. Additionally, the patient developed skin necrosis, which appeared to worsen over time. Upon removal of the cvl, a clear proximal hole was observed, which caused the medial two ports of the cvl to clot, leading to ongoing extravasation of the infusion. The condition of the patient is improving.